Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. The stardrive screwdriver blade was received with the edges of the stardrive form rounded. All six blades had portions of the tip broken off. The reported damage indicates a form of abuse occurred. A review of the device history record did not show conditions that could have contributed to the reported event. Material, hardness and measurable dimensions were found within spec. Due to the noted damage, physical dimensional verification could not be completed. Therefore the complaint is indeterminate for a mfg perspective.

Event description:
It was reported that the tine on the stardrive screwdriver broke during use. All broken pieces were retrieved and the case was completed without pt impact.